Event description:
The following has been reported: biomed reported: "pump powers on, makes some not normal type grinding noises, and then when it boots up it alarms service required. This happened after cleaned it as well." Patient harm: no stopped active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.